Manufacturer narrative:
Analysis of the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap is detached and not returned. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture. The aim beam is present at fiber output window. There are no signs of breakage along the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the return device revealed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. There were no patient complications reported due to this event.